Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump powered on to the verify screen normally. The display screen was observed to be dim and discolored. Review of the black box history revealed three low battery warnings associated with the same battery and there was no evidence of excessive battery usage observed. Review of the alarm history revealed multiple replace battery alarms and multiple low battery warnings. The battery compartment was intact with no evidence of damage. The battery cap was able to be fully secured to the pump. A power loss was not observed during testing. There was no evidence of moisture contamination inside the battery compartment or on the underside of the battery cap. Current draws were observed to be within specifications. The pump case was removed and there was no evidence of moisture contamination inside the pump observed. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Multiple low battery warnings or replace battery alarms were not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no reported adverse event associated with this complaint. On (B)(6) 2013, the reporter contacted animas alleging short battery life with replace battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.